Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The foggy image. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Correction information:g6: follow up #1 h6: coding changed based on the investigation result: type of investigation and investigation findings and investigation conclusions. Additional information: evaluation summary the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.